Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located the mid left anterior descending (lad) artery. The 1.5x8.0mm apex push balloon catheter was advanced into the patient, but was unable to completely cross the lesion. The distal portion of the balloon was in the lesion and during the first inflation, the balloon ruptured at 6atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.